Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead was dislodged one day post implant. A chest x-ray was performed and confirmed the lead dislodgement. The plan is to continue monitoring this patient. No adverse patient effects were reported. This lv lead remains in-service.